Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. Fse was dispatched and on 21-jan-2016 found that after a power outage, customer tried to re-load software but the system card was defective. Re-loaded software version 5.23. T116 not applied since no barcode reading issues. Analyzer is now working. The most probable cause of the reported event was a faulty system card.

Event description:
On (B)(6) 2016 the customer reported g8 system won't boot, says corrupt with their hlc-723g8 analyzer. The customer is unable to run hba1c patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.